Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/06/2016 with the following findings: a review of the black box indicated multiple loss of prime warnings associated with low force. The pump powered on normally and successfully completed rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours with no loss of primes occurring. The force sensor calibration was found to be within specifications. The complaint could not be duplicated on investigation. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.